Event description:
It was reported that a revision surgery was performed due to itb traction syndrome and severe pain. Surgeon does not blame the product, he believes the event happened because of valgus.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation. A clinical analysis indicated this complaint from japan reports a revision of a hip secondary to ¿itb traction syndrome and severe pain¿. Reportedly, the ¿surgeon does not blame the product; he believes the event happened because of valgus.¿ no clinical/medical documentation or x-rays were provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.